Manufacturer narrative:
(B)(4). Eval, results: (deployment difficulties), (vessel morphology is unk). Eval, conclusions: (vessel morphology is unk).

Event description:
A valiant stent graft sys was implanted in a pt for the endovascular treatment of dissected thoracic aorta with a 4.6 cm thoracic aneurysm. Further details on the aortic morphology and cause of the event were not available. It was reported that during the procedure, the valiant stent graft could not be successfully opened/deployed the first time. Then, the device was removed, and the stent graft was opened to be deployed in vitro. The same device was then reinserted into the pt and then deployed without issues. No additional clinical sequelae were reported and the pt is fine. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).